Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patients wife said the hospital ((B)(6)) gave the pt an old bard leg bag from 1996. She feels the velcro strap on the product interferes with the way the tubing lies on the strap and gets caught/is difficult to use without tangling. The patient stated there was no injury.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'incorrect translation/ inadequate instructions¿ with a potential root cause of 'patient impact-potential misuse, mislabeling.¿ the lot number is unknown therefore the device history record could not be reviewed. A labeling review is not required. The product code for this z3009- unknown leg bag product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z3009- unknown leg bag product labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patients wife said the hospital (B)(6) gave the pt an old bard leg bag from 1996. She feels the velcro strap on the product interferes with the way the tubing lies on the strap and gets caught/is difficult to use without tangling. The patient stated there was no injury.